Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited undersensing on the atrial channel. The patient was in atrial flutter and the p-wave was under sensed. The patient experienced palpitations. The patient came in clinic on (B)(6) 2016; the device was reprogrammed to vvir resolving the issue. The patient's condition is stable and is doing well. The patient would continue to be monitored.